Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was called via phone the blood glucose level was low. The low blood glucose was showing 40mg/dl. Current blood glucose level was 89mg/dl. The insulin pump will not returned for analysis.